Manufacturer narrative:
The lead was returned and is currently in analysis. When additional information becomes available, this event will be updated. Upon receipt at our post market quality assurance laboratory, the lead was returned severed 62 mm from the terminal pin. Two segments were returned. Visual observation of the lead noted deformed conductor coils and cuts in the insulation and a slight separation was noted between the tip mesh and the tined neck insualtion. Resistance testing was performed on both segments and both were found to be electrically continuous. Laboratory analysis was unable to confirm the allegation that this atrial lead fractured.

Event description:
Boston scientific crm received information that this atrial lead fractured. The lead was explanted returned for analysis. A new lead was successfully implanted.